Manufacturer narrative:
This programmer was expected to be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that when connecting this programmer to the electrical current and explosion was heard, and the programmer did not turn on. Another programmer was used. This programmer was expected to be returned. There was no patient involvement and no patient complications.

Manufacturer narrative:
This report is being filed to correct the device code.

Event description:
It was reported that when connecting this programmer to the electrical current and explosion was heard, and the programmer did not turn on. Another programmer was used. This programmer was expected to be returned. There was no patient involvement and no patient complications.